Event description:
The customer contacted stryker to report a non-critical issue with their device. During the evaluation, it was found that the device did not automatically power on when the lid was opened. In this state, the device would be inoperable, and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker completed an initial evaluation of the device and verified the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Stryker further evaluated the customer's device and observed that the device was able to power on using the on/off button. Stryker determined that the cause of the reported issue was due to the lid switch, designator sw5.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During the evaluation, it was found that the device did not automatically power on when the lid was opened. In this state, the device would be inoperable, and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.